Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited short v-v intervals, high impedance, and inability to pace and capture. All diagnostics indicated that there was a fracture of the pace/sense portion of the rv lead. Rv lead detections were turned off, and the lead was capped and replaced the following day. No patient complications have been reported as a result of this event.